Event description:
It was reported that the atrial lead was undersensing with low p waves. Fluoroscopy confirmed that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086 mri58 implantable pacing lead (B)(6) 2011; rvdr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(6).